Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue. Block b5 has been updated based on additional information received august 11, 2023.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the doctors noticed that when they use hot snares, they are not cutting through tissue as effectively as expected. They have tried adjusting their generator settings, but they have consistently observed this issue across different batches of snares and various types of snare families. It was not reported what device was used to complete the procedure. It is not known if there were any patient complications reported as a result of this event. Additional information received on august 11, 2023 : during the procedure performed on (B)(6) 2023, the physician removed a polyp using a snare but noticed that the center of the polyp remained after the procedure. The procedure was reported to be completed with a non-bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a polypectomy procedure performed on an unknown date. During the procedure, he doctors have noticed that when they use hot snares, they are not cutting through tissue as effectively as expected. They have tried adjusting their generator settings, but they have consistently observed this issue across different batches of snares and various types of snare families. It was not reported what device was used to complete the procedure. It was not reported if there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the suspect device upn and lot number is not reported; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue